Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implantation procedure, the suture sleeve on the lv lead was split in two pieces. The physician was able to tie each piece in place to prevent any further movement or migration. The procedure was completed without any patient consequences.